Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results within 10 minutes: 4.6 mmol/l and 18.5 mmol/l. No adverse event reported. Return of suspect device was requested and replacement was sent.